Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the time of inspection before use, it was found that the subject device could not be turned the power on. Then, when the user facility cycled the power of the subject device, the subject device was restored. However the user did not use the subject device. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and need to replace the electrical circuit board.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Based on information from olympus malaysia (oml), omsc determined that the reported phenomenon was attributed to the failure of power supply board of the subject device. The exact cause of the failure of power supply board could not be conclusively determined, however there was the possibility that it was attributed to the aging degradation of the subject device. If additional information becomes available, this report will be supplemented.